Manufacturer narrative:
(B)(4) the complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that during knee arthroplasty, the articular surface provisional fractured after being struck with a mallet. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10. Visual examination of the pictures provided show a provisional that has been fractured. The device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to the user hitting the instrument with a mallet. Per the IFU, it states that not to subject instruments to high loads and/or impact as breakage can occur. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.